Event description:
Additional information was received that the left transfemoral artery was used as the access site. A pre-implant balloon aortic valvuloplasty (bav) was not performed. A medtronic (confida) guidewire was used for the implant procedure. Cuspal overlap technique was used to implant the valve, and the training guidance for slow deployment was followed. Prior to withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued during deployment. Per the physician, there were no additional procedural observations that may have impacted the dislodgement. Additionally, the physician noted they had concerns about the angle the valve. There was no issue crossing the existing valve or deploying the transcatheter valve. There were 2 proctors during the procedure, and both conveyed it was a perfect delivery. The physician lost control of the wire position while withdrawing the dcs from the valve, and the valve dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. D10. Continuation of d10: product ID gwbc30; product lot: unknown; product type: guidewire medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion code h10 - conclusion: a medical safety assessment was carried out for this event. Upon review of the information provided, the primary event of fx valve dislodgement, which was a transcatheter aortic valve (tav) in surgical aortic valve (sav), resulting in surgical explant of the fx valve and implant of a surgical valve, is assessed as unlikely related to the fx valve and delivery catheter system (dcs) and likely related to the procedure and user error as the physician lost control of the wire position while withdrawing the dcs from the valve, and the valve dislodged when the dcs nose cone caught on one of the tabs of the valve frame. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the fx valve. One media file was provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. The media file shows the implant of an evolut in a failed surgical valve. During removal of the delivery catheter system, the nose cone of the delivery catheter system interacted with the one of the paddles of the valve which resulted in aortic dislodgement. Medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Dislodgement of the valve by the distal tip is related to operator technique or experience. The provided images confirm that during removal of the delivery catheter system, the nose cone of the delivery catheter system interacted with the one of the paddles of the valve which resulted in aortic dislodgement. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: f591865, ubd: 19-may-2025, UDI#: (B)(4). Product analysis: the valve was discarded and the dcs was not returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve in a patient with a previous non-medtronic surgical valve replacement, upon removal of the delivery catheter system, the nose cone caught on one of thetabs of the valve frame causing it to dislodge up towards the ascending aorta. Subsequently, the patient required surgical intervention to have the dislodged valve explanted and a surgical aortic valve replacement. No additional adverse patient effects were reported.